Event description:
It was reported that the rv lead was explanted due to a decrease in sensing since implant. Repositioning had been attempted, but a decrease in sensing was observed within 15 minutes. No patient complications were reported as a result of this event.